Event description:
It was reported that a patient presented with over-sensing of right ventricular lead noise. Since the noise was too large to program around, it was recommended to evaluate the lead in-person. No additional intervention was scheduled. No adverse patient consequences were reported.